Event description:
The patient was implanted with a left ventricular assist device. The perfusionist reported that the patient was experiencing altered hemodynamics. Initially, the pi was low in 2-3 range due to bleeding with multiple transfusions. Patient was volume resuscitated but continued to struggle, and had one low flow and zero flow upon logfile interrogation. Under echo, it was noted the right ventricle was less than optimal. Additional information received indicated that the patient has been struggling and is in-house again with serositis and vasculitis from an allergic reaction. Patient had acute renal failure requiring hemodialysis.

Manufacturer narrative:
The patient remains ongoing with the implanted device. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.